Event description:
Device malfunction: stent fracture. Time of malfunction: approximately one year after the procedure. Symptoms/ae: none. It was reported that approximately one year post a right internal carotid artery stenting procedure, from a diagnostic x-ray, the stent was noted to have a type 2 fracture, mid stent. The stent remains aligned and the patient is asymptomatic. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4) study event. Evaluation summary: the device remains in the patient; therefore, device investigation could not be performed. Stent fracture is a known potential adverse event associated with the use of the device as listed in the xact instructions for use. Abbott vascular clinical review of the images revealed that the interruption in the contour of the xact stent appears to be a type 2 fracture as more than one strut is fractured. However, as reported, the stent remains aligned. The cause of the fracture is unknown. There were no stent related discrepancies reported at the time of device preparation and stent implantation. Based on the available information, a definitive cause of the stent fracture could not be determined. The event appear to be related to circumstances during the case and does not appear as a product deficiency. As part of the manufacturing quality process, all xact stents are visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and poor electro polishing. The xact stent design is capable of withstanding extreme loading conditions without experiencing strut cracking, breakages, or deformation per testing based on worst case conditions. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.